Manufacturer narrative:
The affected product was received and evaluated. A dimensional inspection was attempted by the quality team; however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, the research and development team performed a visual and macroscopic examination which revealed burnishing on the articulating surface of the insert. Burnishing was observed in both the lateral and medial compartments. There was also deformation along the posterior rim of the post. These features may be attributed to the reported complications, which may have caused the reported pain. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to pain.